Event description:
The international customer reported the ventilator alarmed due to oxygen device failed and no oxygen available occurrences during normal ventilation operation. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Upon an oxygen device failed occurrence, the ventilator alarms and continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The international service engineer verified the reported problem. The service engineer replaced the gas delivery system to address the reported problem. Applicable final testing was completed and passed to operating specifications.